Manufacturer narrative:
Analysis of historical records. The device involved in this event has not been returned to orthofix (B)(4). Unfortunately also the code reference and lot number have not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation. The technical evaluation on the event description is currently on going. Medical evaluation. The information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical investigation are available. As soon as the results of the investigation become available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information initially provided by the steris services at (B)(6) hospital: "we recently had a member of staff sustain a sharps injury from the bone reducing forceps on a long term loan set of orthofix contours vps wrist plating set being used at one of our customers site. I would like to raise a concern noted in the construction of the tray in which the instruments are secured, due to the size of the holes in the tray, any movement of the forceps causes them to protrude from the bottom of the tray. This then poses a risk to anyone handling the tray and has the potential to cause a sharps injury and may lead to transmission of bloodborne pathogens. In this instance a technician sustained a cut to their palm from a used instrument due to this, had the hole been of a smaller aperture, the injury would not have been sustained. The member of staff was required to undergo medical testing which would have otherwise not been needed." On may 2, 2018, orthofix (B)(4) received the following information from the steris services: hospital name: (B)(6) hospital. Surgery description: not applicable. Patient's information: not applicable. Event description: cut/ laceration to left palm, while loading washer in decon area technician caught left palm on bone reduction forcep that was protruding from the tray, set (B)(4), orthofix contours vps wrist plating set. Technician was wearing double gloves but the forcep passed through both pairs and caused a small cut/ laceration to their left palm. Technician was wearing all correct ppe. Technician was required to attend on site oh. On may 17, 2018, orthofix (B)(4) received the following information from the steris services: it would be very difficult to get the tray back to you for investigation as the customer is using this for operations. (B)(4).

Event description:
The information initially provided by the steris services at new cross hospital: "we recently had a member of staff sustain a sharps injury from the bone reducing forceps on a long term loan set of orthofix contours vps wrist plating set being used at one of our customers site. I would like to raise a concern noted in the construction of the tray in which the instruments are secured, due to the size of the holes in the tray, any movement of the forceps causes them to protrude from the bottom of the tray. This then poses a risk to anyone handling the tray and has the potential to cause a sharps injury and may lead to transmission of bloodborne pathogens. In this instance a technician sustained a cut to their palm from a used instrument due to this, had the hole been of a smaller aperture, the injury would not have been sustained. The member of staff was required to undergo medical testing which would have otherwise not been needed." On may 2, 2018, orthofix srl received the following information from the steris services: hospital name: (B)(6) hospital. Surgery description: not applicable. Patient's information: not applicable. Event description: cut/ laceration to left palm, while loading washer in decon area technician caught left palm on bone reduction forcep that was protruding from the tray, set number (B)(4), orthofix contours vps wrist plating set. Technician was wearing double gloves but the forcep passed through both pairs and caused a small cut/ laceration to their left palm. Technician was wearing all correct ppe. Technician was required to attend on site oh. On may 17, 2018, orthofix srl received the following information from the steris services: it would be very difficult to get the tray back to you for investigation as the customer is using this for operations. (B)(4).

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not been returned to orthofix srl. Unfortunately also the code reference and lot number have not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the configuration of vps-3 tray used, was not confirmed by the customer. Orthofix srl assumes that the reference involved is a vp701ce, steri-tray, empty case with lid and caddies, contours vps-3, lot unknown. As the device involved was not returned, it was not possible to perform the technical analysis. However, a fitting test was performed by orthofix srl quality engineering department on a contours vps-3 steri-tray empty available at orthofix srl warehouse. Based on available information, the items involved in this issue are the forceps code dh0461ce and dh0462ce. In the tray, dedicated silicon holders are available to accommodate the two forceps. If the forceps are correctly positioned on the holders, the point of the forceps cannot penetrate the holes of the tray. The fitting and shipping test performed at orthofix srl did not replicate the failure occurred and described by customer. In fact, if positioned correctly in the dedicated holders, the forceps cannot protrude from the holes of the tray. Orthofix evaluated the advices proposed by the sterilization service. However, the conditions of failure were not clear to define when using the tray and the content as intended. Final comments: the technical investigation concluded that the fitting and shipping test performed at orthofix srl did not replicate the failure occurred and described by customer. In fact, if positioned correctly in the dedicated holders, the forceps cannot protrude from the holes of the tray. Orthofix evaluated the advices proposed by the sterilization service. However, the conditions of failure were not clear to define when using the tray and the content as intended. The analysis of the historical data evidenced that no other similar notifications have been received on devices belonging to the same code reference. Orthofix srl continues monitoring the devices on the market. Attachment: [(B)(4)_FDA medwatch cover letter follow up 1.pdf].